Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device with possible hv circuit damage was noted. Last device checked indicated no notes in system regarding device issue. Clinic was aware of the alert prior. No course of action to be taken; no further information available.